Manufacturer narrative:
H4: d5 information unavailable. H6: code 100(other): the instrument was received with a twisted staple in the cartridge nose, which caused the inst. To jam. The twisted staple was removed and the inst. Fired and properly formed the remaining 4 staples without incident. No conclusion could be reached as to what had caused the staple to twist and jam in the nose. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the reported instrument's "did not advance" during surgery may have been due to a twisted staple in the cartridge nose and a cracked cartridge nose weld, which caused instrument to jam. The instrument was received with a twisted staple jammed in the cartridge nose and with the cartridge nose weld cracked. The twisted staple was removed from the cartridge nose and the instrument was cycled and firmed the remaining 4 staples without incident. No conclusion coudl be reached as to if the cracked cartridge nose weld had caused the staple to twist or if the twisted staple had caused the cartridge nose weld to crack. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep the staples did not advance. There was no consequence to the pt.